Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On the morning of (B)(6), 2025, at 10:00 am, a nurse was preparing to administer an IV infusion to a patient. While inserting an IV catheter into the patient's vein as part of the routine procedure, blood began seeping from the side of the catheter tubing. This caused excessive bleeding in the patient, increasing the risk of infection. The nurse subsequently discussed the situation with the patient's family, apologized, and removed the catheter before reinserting it. The patient then completed the infusion without further incident.